Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements of greater than 3000 ohms and non-physiologic noise. Lead fracture was suspected; however, this was not confirmed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.